Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix can not be extended or retracted due to distal conductor distorted within the connector. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.the device is part of the advisory for this model.

Event description:
It was reported that during the implantation, helix of the lead was blocked. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.